Event description:
The pt was revised because of loosening of the femoral stem.

Manufacturer narrative:
The devices associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The manufacturer of the cement product used at the primary surgery is not known. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.